Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. Neck length was 28 mm. The proximal neck diameter was 19 mm and the distal neck diameter 24mm. It was reported that while deploying bifurcated stent graft, it appeared the stent was folding in on itself and bunching up. About two stent rings deployed normally and then the issue was seen. It was noted that it would not deploy correctly and seemed like it needed to be pulled down to straighten out the stents. The physician decided to deploy the supra renal stents and then pull down which worked. He then deployed the stent normally. The device was reportedly implanted and the issue resolved. No clinical sequelae were reported and the patient is fine. Additional information received reported that there was no movement and the stent graft is in the correct position. The physician stated that the cause of the infolding and deployment difficulty was unknown. Review of returned pre-implant films confirmed that the patient had a conical neck which was angulated approximately 45deg. The neck contained a slight amount of calcification. The iliacs were mildly tortuous. Intra-op and post-implant films were not available for review. The cause of the reported infolding could not be determined from the provided pre-implant films.

Manufacturer narrative:
(B)(4).